Event description:
It was reported that the user experienced fluctuating blood glucose with a high of 200 mg/dl followed by a low of 40 mg/dl after the cgm sensor expired and the system was not connected during warmup, with a meal announcement made while disconnected; glucose returned to within range after lunch. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment of the low with oral carbohydrate and no need for professional medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed an unclear cause for the hypoglycemia and hyperglycemia in the context of cgm disconnection during sensor warmup and meal announcement while disconnected. It was concluded that the event involved low and high glucose excursions with cause unclear and that no device component malfunction was identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.